Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 187 mg/dl, 130 mg/dl, and 101 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.